Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that they follow up with the patient on (B)(6) 2021. The step taken by the rep was changed pulse width and rate on the day they saw the patient. The reported steps taken resolved the reported issue. Patient is no longer experiencing random uncomfortable stimulation in the right butt cheek. The patient urinary retention was prior to the device. Patient perceives that his symptoms are improving after making changes on 12/8/2021. He still has to self-cath periodically but feels like his symptoms are improved from baseline. The patient catheter use was standard of care.

Manufacturer narrative:
Corrections: g3 (B)(6)/21, b5 was updated but includes previous report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has been experiencing issues with the connection of the communicator and implant. Patient states that when they connect to the device with my therapy app it takes 30 seconds to 1 minute to make an adjustment (i.e. Increasing the amplitude by 0.1). There wereunknown factors that led to event. The patient has reset their handset. The healthcare professional (hcp) also tried connecting with the office controller with the same issue. The patient was feeling uncomfortable stim and sharp pain in shoulder and buttock; this would happen when stim was increased as well as when he would just be sitting and not moving positions. The patient said this happened every 20 mins or so and he turns stim off when it happens. Patient has turned off the device. 2021-(B)(6) information was received from a patient via the rep: the patient describes pain when reaching a certain stimulation level in buttocks. Patient has stated they were doing well and then experienced decline in symptom relief. Tried turning up stimulation which resulted in pain. The patient is planning on seeing the healthcare provider (hcp). 2021-(B)(6) additional information was received from the patient. They reported that patient was told to make an appointment at his doctor's office. Someone would be able to come from the manufacturer to do diagnostics because the stimulator is ineffective and giving unpleasant shocks. Patient states that for 81 days the therapy worked great and then it petered out. He had to do a resetting once every two weeks which he didn't have an issue with doing before the 81 days. Then he was having to cath two times a day. Maybe about three and a half weeks ago he was getting little shocks in right buttocks no matter what setting he had it on. Patient had to shut off stim because of the shocks. He went to the doctor's office approximately a week before he turned the stimulation off. The representative thought something was possibly wrong with the stimulator. The rep thought it was really slow in change in response with current with her controller and his. He would say he had 97% improvement on quality of life. He would go for two weeks and then all of a sudden there might be a day the therapy wasn't working, and he would have to turn up a ten of ma, and then it would work for a week or two. The stimulation got to such a high current in order for it to function he couldn't get it to function because there was pain with that current setting. It was 2.5ma on program 5. Once every two weeks he would make a minor adjustment. Then after that changed to a different program every day. Rep said that they were going to do major diagnostics, a reprogramming and get it running again as soon as he got an appointment set up at his doctor's office. Notifying field staff of situation or request. 2021-(B)(6) additional information was received from the patient and rep: regarding the pain felt when increasing stimulation, tech support reviewed backing stim amplitude down if there is any discomfort, trying different programs/amplitude combinations and running an impedance check in the specific positions he is experiencing this if the issue persists. The rep states the patient's communicator will not connect nor will rep's own communicator. Patient is able to connect with recharger and charged 100% last night. Rep states the battery feels palpable, and the battery seems to be flat. During the call the rep used the patient's communicator again, moving the communicator slightly to the side of incision and was able to communicate and make adjustments as needed. Equipment was functioning as expected during the call. Rep mentioned the device was taking several minutes to make amplitude adjustments. The cause of the therapy wasn't working was not determined. The rep made some adjustments to pulse with and rate and will follow up with the pa tient in one week to see if that made a difference.

Manufacturer narrative:
Continuation of d10: product ID: tm90p01, serial# (B)(6), and product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator (ins). They reported they called yesterday and had been hoping they'd have a manufacturer representative (rep) call them but they hadn't heard back from anyone and they were having a difficult time connecting to their implant. The patient stated they met with a rep named at their doctor's office several weeks, to a month and a half ago and the rep got it to connect in a few minutes. The patient stated the rep told them to place the communicator over a certain part of the neurostimulator however it kept getting harder to connect to their settings to the point where it took 45 minutes and they had to shut it off because it was taking so long to connect and they were worried that if they were to be in an accident or in the hospital, no one would be able to connect with the implant to turn it off. The patient stated the recharger didn't have a problem, it wasn't the communicator, because the reps used their communicator as well and it still took them a long time to connect. They believed it had something to do with the neurostimulator itself and at their last appointment about 6 weeks ago, the rep said they were going to find out what needed to be done or if a surgery needed to be performed and patient never heard back from the rep again. They didn't want to troubleshoot over the phone because they believed there were some "major problems ," that would need surgery where they would have to go in and strip back the scar tissue, push it down, or a replacement, but whatever they needed to do, no one was contacting them about the issue. Patient services advised the patient that they should reach out to their managing health care provider (hcp) about the issue however the patient stated the hcp knew about it and that it was up to the rep to decide what to do and that no-one has called them. Patient services reviewed the role of a rep with the patient and stressed again to the patient to talk to their hcp about their concerns and to schedule a replacement/revision if that's what needed to be done. Patient services also offered to reach out to the field on their behalf. An e-mail was sent to the field. Additional information was received stating that they reported seeing por message when connecting to their implant. Patient services helped them to bypass por message and continue to try to bring up settings. The issue was not resolved through troubleshooting. They confirmed no issues with recharger and yet continued to have the same issue with a different communicator. They stated on the call that it sits on communicating with device screen for a very long time and then eventually will see "operation has failed. An error has occurred while performing the operation, please try again." Pt also repeated the info regarding experiencing shocking in their rear end. They stated after the device was reprogrammed that resolved the issue but felt the tech support agent was not listening to the their concerns. Since email was already sent to rep today, no further action was taken.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient describes pain when reaching a certain stimulation level in buttocks patient describes pain when reaching a certain stimulation level in buttocks. Patient has stated they were doing well and then experienced decline in symptom relief. Tried turing up stimulation which resulted in pain. The patient is planning on seeing the healthcare provider (hcp). Additional information was received from the patient. They reported that patient was told, he can't remember the guys name. All he would need to do is make an appointment at his doctor's office. Someone would be able to come from medtronic to do diagnostic's because the stimulator is ineffective and giving unpleasant shocks. The information was reported to another person (B)(6). She was the original person that had him start with the device when it was set up. He was told to call medtronic once he got an appointment set up at doctor's office. He can't get the doctor's office to respond to him when he asks for an appointment, and it is going on the third day. The issue probably started since october maybe even little before that. For 81 days the therapy worked great and then it petered out. He had to do a resetting once every two weeks which he didn't have an issue with doing before the 81 days. Then he was having to cath two times a day. Maybe about three and a half weeks ago he was getting little shocks in right buttocks' no matter what setting he had it on. Patient had to shut off stim because of the shocks. He went to the doctor's office approximately a week before he turned the stimulation off. The representative thought something was possibly wrong with the stimulator. I asked the name of the representative. He said, it could have been (B)(6). She thought it was really slow in change in response with current with her controller and his. He would say he had 97% improvement on quality of life. He would go for two weeks and then all of a sudden there might be a day the therapy wasn't working and he would have to turn up a ten of ma, and then it would work for a week or two. The stimulation got to such a high current in order for it to function he couldn't get it to function because there was pain with that current setting. It was 2.5ma on program 5. Once every two weeks he would make a minor adjustment. Then after that changed to a different program every day. That worked very well for 81 days. Rep said that they were going to do major diagnostics, a reprogramming and get it running again as soon as he got an appointment set up at his doctor's office. Notifying field staff of situation or request.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep indicated that the pocket revision is scheduled for (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They called back repeating previous event history. The patient reported that the manufacturer representative (rep) recommended they have the ins replaced and this procedure is scheduled for august 10th. They believe the device is defective.

Manufacturer narrative:
Continuation of d10: product ID tm90p01, serial# (B)(6), product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the device was explanted and they were going to return the device.

Event description:
Additional information was received from the rep. They stated it was unknown if the power on reset (por) was due to the rechargeable stimulator's battery draining/low battery. They stated to resolve the issue they referred the patient to the hcp to discuss with them. They stated the cause of the difficulty connecting to their implant was not determined. They stated it was most likely due to user error. They stated the cause of the communicator taking too long to communicate with the implant was not determined, and it was most likely due to user error. They stated the patient wants a pocket revision and the stated the issue had not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID tm90p01 lot# serial# (B)(6): product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.